Event description:
The distributor reported that dressings were trapped in seal. The product was not used. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
Device 5 of 5. E1: complainant street address: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.